Manufacturer narrative:
Any add'l info will be submitted within 30 days of receipt.

Event description:
The following info was reported to the cordis medical affairs dept: the pt's son reported his mother had two overlapping drug-eluting stents implanted. Subsequently, the pt died. Add'l investigational attempts have been conducted, however, no add'l info has been forthcoming from the initial reporter of this case.